Event description:
On 03/26/1998 the account reported an erratic false positive bhcg result of 37.19 miu/ml which was run on the axsym analyzer. The sample was later retested and gave 0.0 miu/ml. The sample was also retested on eci, methodology unk and also gave a negative result. According to the account the sample was retested prior to any medical decision being made.